Event description:
It is reported that the patient began experiencing a loud popping noise, sharp pain in the back of the knee and pain when navigating stairs in 2012. The knee locks and pops out of place, almost causing her to drop to the floor and then it goes back into place. The surgeon says the knee is loose. The patient says the insurance company will not pay for revision/treatment because it is only three years since implant and stryker is responsible to pay. Patient had revision surgery on her left knee on (B)(6) 2012.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.